Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 15.3 mmol/l (275.4 mg/dl) with ketones present, while wearing the pod between 4 and 24 hours on the back. A correction was administered using the pod but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. No information was provided on how the hyperglycemia was treated.